Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had device taken out because device wasn't really working for him. Everything was removed (B)(6) 2022. Patient wanted to now if he has to wait certain period of time before having it implanted again. Patient needs a dentist augmentation that is a 2-3 step process that takes over a year. Patient needs a bridge. Redirected patient to their health care provider for guidance. Unrelated medical information: patient had crown end of may and had colostomy put in. Had teeth cleaning done in september and they told him he had to wait until december for implant. Sent email to device registration to update system had been removed.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. Patient called in and inquired about donation/disposal information. Patient states they have both an icon and a handset to return. Patient states they were doing well with their therapy over the summer but since maybe november or within the last couple of weeks they are having leaking and is not complexly emptying. Patient states they spoke to their urologist recently and are discussing options to have this removed and try botox. Patient services reviewed donation/disposal info and recommended continuing to work with doctor.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.